Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that two months after an intraocular lens (iol) was implanted, it was indicated as being dislocated and the patient had vision loss. Additional information was requested.